Event description:
The pt's wife stated that when testing her husband last week she received an er1 result. She did not do a color chart comparison. They retested and received a valid blood glucose result.